Event description:
In 2007, the pt reported that she was experiencing an e10 (cartridge) error on her infusion device. She stated that there was condensation in the cartridge compartment and she was not able to reset the piston rod. She stated that she dried the condensation from the cartridge compartment and re-inserted the insulin cartridge and continues to receive the e10. She stated that she had also changed the infusion tubing, battery, and battery cover, and her infusion site and insulin cartridge were changed the previous day. She stated that currently the piston rod was stuck in the middle of the cartridge compartment and she could hear the infusion device making a noise like it was trying to retract the piston rod. The pt was advised to remove and reinsert the battery and she was then able to complete the change the cartridge procedure and retract the piston rod. She was then able to prime the piston rod forward successfully. The pt stated that her blood glucose was elevated to 350 mg/dl and she was not confident in the infusion device. She stated that she injected 10 units of insulin to lower her blood glucose. She was advised to switch to her backup infusion device. The pt did not require medical assistance form a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.